Manufacturer narrative:
The consequence of this type of mechanical damage is that the user interface gets detached and may, in the worst case scenario, fall off the ventilator's carrier. The ventilator was investigated and repaired by our field service engineer. No parts have been returned. Our conclusion is that the user interface holder has been exposed to a mechanical force greater than it is designed to sustain. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of 15g, pulse duration 6ms, and total number of 1000 impact.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that there was an user interface related issue with the ventilator. There was no patient involvement. (B)(4).